Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument was leaking from the cc sample probe collar wash. The leak was contained to the instrument. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined the collar wash valve was the cause of the leaking. Following replacement of the collar wash valve, no further problems were observed. Upon recur, a leaking collar wash could lead to carryover; this can impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).